Event description:
The customer stated that he was receiving low readings compared to a breeze meter. While troubleshooting, it was discovered the meter was set in mmol/l. On one occasion, the customer went to the ER for hyperglycemia. He was treated with insulin and released. The customer was able to reset the meter to mg/dl with assistance. Further troubleshooting showed the meter and strips operting as designed. The customer was satisfied, and no product will be returned for evaluation.